Manufacturer narrative:
No additional patient information is available. The instructions for use state the following: expansion of an occluder disc may occur in the periprocedural time period. If there is uncertainty that an expanded device remains locked, fluoroscopic examination is recommended in order to identify if the lock loop captures all three eyelets. Removal of the occluder should be considered if: the lock loop does not capture all three eyelets.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close an atrial septal defect. The device was locked in the defect. Following the delivery system removal, right disc expansion was noted. The device remains implanted and the patient was doing well following the procedure. Additional information after the implant procedure: on 4/11/2019, the sales associate was notified that the patient returned to the hospital for other pre-existing heart issues and the right disc of the device was noted to be unlocked. The device was locked at discharge after the implant. The device is stable and will remain implanted in the patient.